Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with moisture damage on the electronics. No unexpected pump counting down, blank display or constant tone noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 332 mg/dl. Father stated the insulin pump was exposed to water. Afterwards the insulin pump started counting and a constant tone began to occur. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.